Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice. The caller stated that the underlying issue of the cause of death was a blunt force trauma to the head. The customer had two falls; one was due to low blood glucose. He was wearing the insulin pump at the time. The caller stated that this was only due to type I diabetes; the device was working properly. The second one, the customer fell in the bathtub. The first hospitalization was on (B)(6) 2015. The customer had heart disease and kidney failure at the end. The customer's blood glucose at the time of death was unknown. The caller stated that they quit taking the customer's blood glucose readings at the hospice. The customer was not wearing the insulin pump at the time of death. It had been removed on (B)(6) 2015, by the spouse, due to the fall, prior to going to the emergency room. The customer's blood glucose would take a serious nose dive at nights. They were trying to get him on sensors but insurance would not pay for it.